Manufacturer narrative:
Customer made the assumption that edits to qc sample ids would not over ride what was established in qc set up. The instrument was performing as expected and no erroneous results were released. The vision qc software allows the users to modify their qc setting under run qc job overriding what has been established in qc set up. In this incident, the system is working as expected. This issue is being addressed in future software versions. (B)(4).

Event description:
On (B)(6) 2018, qc samples were changed and the tech scanned qc2 and qc3 instead of qc1 and qc3. Because the mbc report stated qc passed, the tech never checked the actual vial tested against the profile configured under qc setup. Customer stated there was no alarms or error codes to indicate the incorrect qc vial was scanned. However, on (B)(6) 2018, another tech saw the mistake and made the corrections on qc lot customer has corrected the event and requests issue addressed in future sw versions. Customer made the assumption that edits to qc sample ids would not over ride what was established in qc set up. The instrument was performing as expected and no erroneous results were released. The vision qc software allows the users to modify their qc setting under run qc job overriding what has been established in qc set up. In this incident, the system is working as expected.